Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for needle hub separates due to unknown lot number. Investigation summary: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that the hub was detached with the shield. The returned syringe was tested and the hub assembly did not separate from the barrel when removing the shield. Unable to perform DHR check for needle hub separates due to unknown lot number. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that one bd insulin¿ syringe with the bd ultra-fine¿ needle has been found with the hub separating from the device before use. The following has been provided by the initial reporter: the hub was detached with the shield.